Event description:
During implant, there was difficulty removing the guidewire from the left ventricular (lv) lead. A different lv lead was implanted and the patient was stable following the procedure.

Manufacturer narrative:
The field complaint was confirmed; the guidewire could not be removed from the lead. A complete lead was received in one piece with the guidewire lodged inside. The ptfe coating of the guidewire was found stripped and the inner coil was found bunched up at the connector and middle regions of the lead. The cause of the reported event was determined to be the bunching of the inner coil and the stripping of the ptfe coating of the guidewire.